Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, there was insufficient coagulation and bleeding occurred. The surgeon applied cautery and clips to complete the procedure. The hosp has reported no pt injury occurred.